Event description:
The customer reported that the system shut down and had a burning smell. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The filament was calibrated and the battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.